Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient fell at school and banged her head. Following this episode, she experienced severe swelling at the implant site. She has not been able to hear anything from her left side since. Her processor has been checked and replaced. Testing performed at the clinic confirmed that the device has malfunctioned.